Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a printer issue. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found in-house maintained unit. Users attempted to print while on patient and surfaced a burning smell. Users turned unit over to biomed for resolution. Bawi indicated unit covered with crystallized saline, and printer paper actually burned out as it came out of printer. Unable to run unit initially due to saline damage. Disassembled unit to identify saline damage. See saline ingress in the attached pictures. Saline only damaged printer assembly. Thoroughly cleaned unit safely removing saline crystals from chassis. Replaced printer assembly. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed.customer kept parts onsite for user training.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a